Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous distal right superior femoral artery. The 6.0x150mm armada 18 balloon dilatation catheter (bdc) ruptured at 14 atmospheres during the second inflation. A non-abbott high pressure balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.